Event description:
4/16/99 fenwal cqa received brief initial report from fenwal clinical education representative about overhearing that an allogeneic donor was alleged to have gone into convulsions during an apheresis procedure. 4/19/99 clin ed was able to provide cqa with a contact name and telephone number where the event was said to have occurred. 4/21/99 cqa made phone contact with identified contact at the donor center. This customer indicated that they had not reported this event to fenwal because the donor's response was not due to any issue with the baxter instrument or the apheresis kit. The reporter stated the donor did not handle the fluid loss that day. She indicated that yes, the donor did have convulsions, but it was an event sometimes even seen on blood drives and known to be brought on by the loss of fluid. Cqa requested more details of the event and the customer provided the following: on 4/13/99, after about 1 1/2 hrs into a double product, plateletpheresis procedure, a donor experienced what the operator recorded as tetany and became unconscious. The procedure was halted and saline returned to the donor. Following the brief fainting spell the donor c/o nausea and tingling. The donor was given a cold compress to the forehead and placed in trendelenburg position while still in the donor chair. The donor recovered, drank some pepsi, and was released in good condition. Donor information: 53 y/o m, 190 lb, regular allogeneic donor, on no medications, nka. Prior to donation: plt 212,000; wbc 4.0. Procedure information: double product plateletpheresis procedure, 1 hr and 32 min when halted. Vol wb processed: 5641 ml; vol acd infused: 656 ml; vol of product collected: 421 ml; wb/acd ratio: 9:1 there were no issues with the apheresis kit, nor any alarms during set up, prime or the procedure.